Event description:
It was reported to tycohealthcare/kendall on 9/18/02 that a customer had a problem with a rob-nel catheter. The customer stated that, "administering mitomycin through the catheter into the patients bladder, the solution expressed backwards landing on the faces of the two employees and on the legs of the patient. It was discovered that the red rubber catheter may have had a kink in it that may have been related to it being folded in half during storage."